Manufacturer narrative:
Additional code added to h.6.

Event description:
It was reported that there was a tubing set break. The break occurred at the fitment location. Although requested, no additional information was provided. However, it was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction; h.6. (Patient code). Additional information added; section; b.5. (Patient information clarified/detailed). The customer's report that the tubing set broke ¿tear¿ at the pump segment fitment location was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Inspection of the set's silicone segment component observed there was a tear, directly below the upper fitment component. A leak was observed from the tear during testing. The root cause of the tear was unable to be identified.

Event description:
It was reported that there was a tubing set break. The break occurred at the fitment location. Although requested, no additional information was provided. However, it was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional information was provided.

Event description:
It was reported that there was a tubing set break. The break occurred at the fitment location. Although requested, no additional information was provided.